Event description:
It was reported that pump touchscreen became frozen and unresponsive, preventing customer from interacting with pump. Customer's blood glucose was 396 mg/dl. The customer continued to use the pump for insulin therapy.